Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova field service representative found that cooling and heating exceed the specification time by 20% approximately and that cardioplegia cooling sometimes stuck and does not drop further. The most likely root cause is a degradation of the cooling coil and/or defective compressor. Considering device age, it is likely that it will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a heater cooler 3t takes too much time to warm and cool. The reported issue occured on patient and cardioplegia circuit. Preventive maintenance checklist failed. There was no patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer decided to scrap the device.

Event description:
See initial report.